Event description:
It was reported to ventec that the device did not provide a patient circuit disconnect alarm, as expected, when the patient circuit was disconnected. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. Ventec reached out to the initial reporter for additional information regarding the patient and was advised that they were unable to provide any information.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.